Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the battery of this pacemaker is depleting faster than expected. No adverse patient effects were reported. As of today, the device remains in service.